Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high thresholds and loss of capture. X-ray was ordered to further evaluate the lead.